Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received occlusion alarms. The customer experienced elevated blood glucose (bg) levels and delivered correction boluses to attempt to lower their bg level. The customer went to the emergency room (ER) for a bg level of 1300mg/dl and was later admitted to the hospital due to diabetic ketoacidosis. While in the hospital, the customer was treated with intravenous insulin and fluids. The customer was released from the hospital two days later. After the hospitalization, the customer discontinued using the pump for diabetes management. No troubleshooting was performed due to the pump not being in use when tandem technical support was contacted.